Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left external iliac artery with mild calcification and no tortuosity, via crossover from the right. The 8x100 absolute pro self expanding stent system (sess) was advanced to the lesion and deployment was started. After release of 2-3 cm. Resistance was felt and although the wheel could be turned, the stent did not deploy any further. When attempting to get the stent back in the sheath, the stent released in the common iliac artery. The first cm of the stent is located in the target lesion. The diameter in that location was sufficient so the stent was left there and it is 1 cm over the bifurcation. The absolure pro stent is secured to the location with an additional stent. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure and reported mechanical jam were unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). The reported premature activation was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly calcified anatomy resulted preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam in the thumbwheel and the reported activation/deployment failure. Manipulation of the compromised device resulted in the multiple noted device damages (separated stent sheath, kinked inner member, stent sheath kinked and bunched) contributing to the reported mechanical jam and the reported activation/deployment failure. Interaction in attempts to get the stent back into the sheath resulted in the reported premature activation. The treatment appears to be related to the operational context of the procedure as the absolute pro stent is secured to the location with an additional stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.